Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported following a micro-stent implant procedure in a clinical study, device trimming was required.

Manufacturer narrative:
No sample has been returned for evaluation for the report of device trimming; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. The manufacturer internal reference number is: (B)(4).